Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to device beeping and being unable to interrogate the device. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported that he has been unable transmit from his implantable cardioverter defibrillator (ICD) device to the home monitor equipment, and that his device was beeping at times. The patient went into the physician office, and they were unable to interrogate the device with the programmer. The physician played an audio of a beeping device, and the patient confirmed this is the beeping sound he has been hearing. The physician scheduled the patient for a device revision procedure. This ICD device was surgically explanted, and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.